Event description:
It was reported that prior to an unknown procedure, it was found that there was foreign matters, like dusts and b-form shaped staples inside each package. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: upon visual inspection of the packages, it was observed that several particles of foreign matter were present in each of the packages. It was noted that tyvek did not appear to be sealed to the blister form. When the packages were peeled open, the packages revealed that the seal was incomplete in some places and too narrow in some places. A batch record review was performed and no anomalies were found during the manufacturing process.